Event description:
During a diagnostic procedure, after the doctor placed the sheath and introduced the wire, the core snapped at the j-bend. There was nothing left in the pt and no harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Conclusions: an evaluation has not yet been performed. A follow up report will be submitted when the evaluation is complete.